Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 21256330/2000020206.

Event description:
It was reported that the patient was experiencing pain at around the ipg site. The patient was prescribed with medication.

Event description:
It was reported that the patient was experiencing pain at around the ipg site. The patient was prescribed with medication. Additional information was received that the patient underwent a revision procedure wherein the spinal cord stimulator (scs) leads were replaced, and the new leads were connected to the existing implantable pulse generator (ipg). The patient was doing well postoperatively, and the explanted leads were discarded by the medical facility.